Manufacturer narrative:
The device was discarded at the account. The device history record and the non-conformance database were reviewed for incidents related to the above condition within a 2 week period (+/-) from the lot mfg date. No related non-conformances or deviation reports were found that could contribute to the failure addressed in this complaint. No process or design changes were found.

Event description:
It was reported that the collected blood coagulated inside the reservoir. No adverse consequences were reported by the account. Further info has been requested regarding this event.